Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and a sling was implanted. The patient underwent a procedure on (B)(6) 2012 to remove the central portion of extruded mesh. No further information was provided.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted to treat stress incontinence concurrently with a posterior repair. The patient experiences occasional stress incontinence, significant faecal incontinence and a suburethral mesh exposure. The patient underwent excision of the sling on (B)(6) 2010 and (B)(6) 2012 due to mesh erosion. No further information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.